Event description:
Pt presented to emergency department for complaints of irregular heart beat and vertigo. EKG done in ER and "EKG cart" copy did not show defined pacemaker spikes. The "confirmed" copy from the muse system shows very defined spikes which allow for a different interpretation of the EKG. ER interpretation: symptomatic pvc's. Confirmed interpretation: pacemaker spikes seen - pacemaker malfunction evident.